Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (B)(4). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the ventilator inoperable errors in the events log. After replacing the suspect main printed circuit board assembly, the issue was resolved. The fsr reported the defective part will be sent to the failure analysis laboratory for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The issue occurred during patient use, the patient was bagged and the placed on another ventilator. The customer reported there is no patient consequence associated with the event.